Event description:
I had mentor smooth 350cc breast implants placed sub muscular in (B)(6) 2004. Since that time I have been under the care of several specialists (cardiologists, dermatologists, rheumatologists, gi specialists, radiologists) to help with auto-immune diseases. Some of my symptoms were / are - chest pain, palpitations, joint pain (shoulders, hips, knees, fingers, wrists), back pain, skin rashes, acne, anxiety, depression, drastic weight loss, vomiting / diarrhea (not due to illness), hair loss, breast cysts, ovarian cysts, eye calluses, food allergies and intolerances, extreme fatigue, brain fog, recurrent yeast infections, easy bruising, migraines, leukopenia, ear ringing, raynaud's, kidney and liver issues, 3 pre-term vaginal births ((B)(6) weeks). Too many to list over the years. FDA safety report ID# (B)(4).